Manufacturer narrative:
Age or date of birth: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Work order search: another similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicm5_13.2 implantable collamer lens, -04.00 diopter, during the same surgery due to the lens was damaged during loading. There was no patient injury. The lens was incorrectly loaded. The backup lens was implanted and the problem was resolved.